Manufacturer narrative:
(B)(4). The sample was not returned for evaluation; therefore, a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that tubing separated from drip chamber of an unknown solution administration set during priming with saline (non-baxter product). No additional information is available.